Event description:
It was reported that upon interrogation of the patient's implantable cardioverter defibrillator (ICD) an alert for "charge circuit disabled - therapies are no longer available" was observed. An intervention is anticipated and the ICD will be removed and replaced at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.